Event description:
A pt connector disconnect form a medcomp double lumen ij catheter- to a venous line. The event occurred 2 hours into treatment. The pt has been administered 2500cc normal saline and put in trendenberg position just prior to the event. The staff believe that the movement of the pt caused the problem. Estimated blood loss 1500-2000cc. The pt coded at the clinic, was resuscitated and was transported to the hosp where he was transfused. The event occurred with a 2008h machine with narrow limits software set to 20. The machine did not alarm. It was noted that the "tp" was not wet. The blood flow rate was 300 ml/min. The venous pressure preincident was 260 and at the time of the incident rose to 320. Follow-up with clinic indicates that the sample was discarded. Await user facility report. Questionaire received 07/07/2000.